Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bend in the shaft. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e4, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: outer tube bent and dents on distal edge of objective frame as well as the bent tube caused the view of image out of field. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bent tube due to view of image out of field. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the problem was first noticed after procedure.